Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the investigation is solely based on description of event, since no product is returned and no imaging provided. Given the limited information provided, it would be inappropriate to speculate at what may or may not have led to the reported filter fracture and perforation of ivc. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could be either k061815. K073374 or k090140. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2009, [pt] was implanted with a cook celect ivc filter". "In 2014, [pt] began experiencing significant back pain. In (B)(6) 2014, [pt] underwent imaging of her abdomen and pelvis. The imaging, a CT scan, showed medial tilting of the cook filter with numerous arms appearing to extend well beyond the ivc lumen, laterally, up to 19 mm. The study further showed two (2) linear metallic structures extending into the anterior aspect of the l3 vertebral body, suggestive of segments from a previously placed ivc filter. [Pt's] back pain continued." "On (B)(6) 2016, [pt] presented for retrieval of the cook filter. At the time, it was noted the indwelling cook filter had perforated the inferior vena cava, with portions of the filter about the duodenum and the right kidney. The indwelling ivc filter was retrieved using standard loop snare technique. Two of the filter legs were noted to be detached from the main filter body and attached to the l3 vertebral body. [Pt] was advised that if her back pain persisted, she should seek surgical consultation for removal of the portions of the ivc filter embedded in her l3 vertebral body". Patient outcome: it is alleged that "[pt] has suffered and will continue to suffer serious physical injuries, pain and suffering, mental anguish, medical expenses, economic loss, loss of enjoyment of life, disability, and other losses. As a result of the failure of the celect filter, [pt] has become impaired, and will remain so in the future. Two (2) metal struts from the defective celect filter remain lodged in [pt's] l3 vertebral body. [Pt] has been informed that the location of the struts will require removal through the back by a spine surgeon. In the interim, [pt] will require additional imaging studies and vigilant monitoring for concerning signs and symptoms".

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 10/13/2017 as follows: patient received an implant on (B)(6) 2009 via the right common femoral vein to prevent pulmonary embolism following knee surgery. Patient experiences medial tilt, vena cava perforation, fracture, pain, organ perforation (duodenum, kidney, l3), two fragments remain in l3; patient is alleging anxiety. Device was successfully retrieved on (B)(6) 2016, with the exception of two fragments that remain in the l3 vertebral body.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, vc + organ perforation (duodenum, kidney, l3), fracture (fragments in situ), pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain, anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.